Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the foreign material from the provided information. Olympus presumed from the provided information that foreign material remained in the area for the device was returned to olympus without reprocessing at the user facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited forceps elevator (k-wire) wire had foreign objects. There was no patient involvement.